Event description:
It was reported that the patient was brought in for a follow up after a lead alert was triggered. It was found that both channels had electromagnetic interference present at the time of the alert. The electromagnetic interference was thought to have come from an improperly grounded computer box. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4). The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead, the criteria for the right ventricular lead integrity alert were met and indicated oversensing due to non-physiologic signals/sic (sensing integrity counter).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID 4968 lot# serial# (B)(4). (B)(4).

Event description:
It was reported that the patient was brought in for a follow up after a lead alert was triggered. It was found that both channels had electromagnetic interference present at the time of the alert. The electromagnetic interference was thought to have come from an improperly grounded computer box. The device remains in use. No patient complications have been reported as a result of this event.